Manufacturer narrative:
This report is submitted on november 19, 2019.

Event description:
Per the audiologist, the patient has experienced an extrusion of the receiver/stimulator showing through the skin.